Manufacturer narrative:
(B)(4). Date sent: 5/7/2019. Additional information received: on (B)(6) 2019, the sales rep reported that the patient had expired. Date of death was unknown. On (B)(6) 2019, the sales rep reported that he had a chance to speak with the surgeon. He indicated he was present for the procedure and that the surgeon double sealed all the major vessels. He had some oozing on one of the colic vessels and he would touch up with the device (cycle once, cycle twice). He indicated the surgeon was comfortable at the end of the case that they had good hemostasis. Also discussed gen log review and the fact that it was identified that many of the activation cycles were very short and incomplete. The rep did state that the surgeon did complete all cycles on all vessels; however, short incomplete activation cycles were intentional at times and used to complete spot coagulation where oozing was identified in mesentery. On (B)(6) 2019, the ethicon risk manager spoke to risk manager at largo medical center. The risk manager at largo medical center said she was not familiar with the event. She indicated that without patient information, she was unable to locate any information. Ethicon risk manager explained that we would be speaking with the surgeon and if we needed further information, the ethicon risk manager would contact the risk manager at largo medical center again once that occurs. Upon further review of additional information obtained, this event will be classified as a death.

Manufacturer narrative:
(B)(4). Patient codes are blood loss, blood transfusion, and surgical procedure.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: surgeon is current user of competitor device, ligasure maryland, but also uses enseal large jaw device on open procedures.

Event description:
It was reported by the sales rep that during a laparoscopic right colectomy for unresectable polyp, for which patient had no preop chemo or radiation, the surgeon was using the enseal device to transect tissue and vessels. A third of the way through to midway through the procedure the shaft of the instrument was slightly bent with normal manipulation of instrument, however it seemed to be working fine. The device bent when the resident was using it about 5 minutes. Then it was difficult to rotate and had resistance. The jaw was in the open position when they tried to rotate. The resident tried to rotate device in the trocar then also tried to rotate when device was out of the abdomen and in the air. The knob was up against the trocar. The bend kept it from rotating per the resident. It was reported that the patient was a large male with a good-sized abdomen, so shaft of device was all the way in the patient, ¿maxed out¿ and the mesentery had a lot of internal fat. It was also reported that bend in device was towards the rotation knob (since device was all the way in). The device was removed when it was found that shaft of device was bent. The surgeon then straightened the device shaft as this was the only lap x1 that the sales rep had available. Surgeon tested the device that he straightened, and it indicated sealing. As the case progressed, there was considerable sticking of the tissue to the instrument. The end effectors were cleaned several times with a wet lap pad. Tissue effect issues were seen around the jaws of the device. The doctor continued to use the enseal device to transect tissue and vessels. Surgeon¿s technique when sealing the vessels was dissect out the vessel, clamp the vessel, cycle the x1 until the end tone was received, cycle the energy again until the end tone was received, then use the cut button to transect. Surgeon always waited for final end tone and cycled twice surgeon doubled-sealed ileocolic and the ileocolic was taken first before the device bent. Initial seals were intact. They continued to work until they got oozing from the mesentery. Then they took the middle colic vessel, got bleeding from one of the branches, double sealed, and dissected. They had trouble sealing as there was oozing so they used a clip applier. Then the original middle colic opened, about 100 ccs of blood loss, and doctor sealed off with lap x1. When they cleared the blood out, it was sealed. After transection was completed the surgeon made a mid-line incision at the umbilicus to extracorporealize the colon. They freed up more mesentery, then when going to extracorporealize the colon through a 4¿ incision at umbilicus, they experienced a lot of bleeding and used approximately 10 lap sponges and suction to try to locate the bleeding. There was significant bleeding that was determined to be from the previously sealed right colic vessel. The middle colic was opened and was bleeding, so incision was extended. Stapled off vessel and at that point finished the anastomosis. The irrigation was red, so extended incision to subxiphoid and the ileocolic was found to be bleeding, so tied ileocolic off. He hand tied that bundle of vessel. He then found another bleeder that was a branch of the colic vessel which had been sealed, but was now bleeding. Colic vessels that opened were approximately 5-6 cm. The patient lost 3200 cc of blood and required a transfusion of four units of blood.